Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 600 mg/dl. Customer experienced excessive thirst, urination, irritability, abdominal pain, fruity breath, ketones in urine and treated their high blood glucose via manual injection. Customer advised their healthcare provider believed the insulin pump did not deliver a basal. Customer advised they had air bubbles inside the tubing. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer's alarm history showed low battery, multiple no delivery alarms and multiple low reservoir alarms. Customer advised they had a bent cannula. Customer changed out their set and reservoir and resolved the no delivery alarm. Customer performed the high pressure test and passed.